Event description:
Information received from the field does not address the patient's clinical status but notes that the patient came to the emergency room for non-cardiac related surgery. Attempts to interrogate the device resulted in the message, "position head message and unrecognizable device" being displayed. An ECG showed intermittent paced complexes. The physician later discovered that the patient had expired on 11/28/2000 and the device was not removed before burial.